Event description:
It was reported that during the setup of a procedure, it was discovered that the volume control on the coblator ii surgery system was not working at all. The procedure was completed without further complications, using a competitor's product. There were no delays or pt complications reported as a result of this event.

Manufacturer narrative:
Additional MFR narrative: the pt identifier and weight were not made available.